Event description:
Reporter alleged obtaining discrepant blood glucose results of 118 mg/dl back to back with a result of 65 mg/dl when testing was performed less than 10 minutes apart on the advantage system. Reporter stated he was experiencing hypoglycemic symptoms during the time of testing and self treated with juice as a result. No other actions were reported taken or treatment received. A request was made for the return of the suspect device, and replacement product was sent.